Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was found out that the shunt tube valve was blocked several days after the procedure. Then the docotor explanted it and implanted a new fv434-t. But after several days it was found the second one was blocked again.

Manufacturer narrative:
The valve was received in the returnkit and was submitted dry, without liquid. The progav 2.0 valve was set to pressure range 3 cmh2o. The visual inspection revealed that the valve had scratches but no abnormalities. To proof the penetrability of the valve, we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The test results showed that the valve was not permeable. The adjustment tests are carried out with the standard progav 2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found that every adjustment was possible. To measure the braking force, we investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the braking force has resulted that the brake function is full in place. Based on investigation results, we can confirm a blockage. No failure was detectable with the valve. No further actions are required.